Manufacturer narrative:
Concomitant products : 6947-65 lead, implanted (B)(6) 2011; yrechxc1655, ilxc1616115, bfxc2816135 stent grafts, implanted (B)(6) 2007; 5076-52 lead, implanted (B)(6) 2005.

Event description:
It was reported that the device had premature battery depletion. It was also noted the left ventricular epicardial lead had chronic high threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.